Event description:
It was reported that the implanted plate broke post op and a revision surgery to remove and replace the plate will take place.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Implanted.

Manufacturer narrative:
Update: d6a, d6b, h4, h6. The device was not returned for evaluation; however, the reported plate breakage could be confirmed as an image was provided by the customer. If the device is available later to indicate further evaluation is warranted, this record will be re-opened, and the result revised. H3 other text : not available.

Event description:
It was reported that the implanted plate broke post op and a revision surgery to remove and replace the plate will take place.